Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that top of the reservoir compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the half of the ring is missing, does not hold the reservoir in place. Customer also reports that insulin pump had unexpected restart a cold reset was performed alarm. They were able to clear the alarm and able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to completely broken reservoir tube lip.